Event description:
It was reported that oversensing of the r wave on the right atrial (ra) channel was detected, resulting in multiple atrial tachy response (atr) episodes in one day. High pacing threshold were also reported, and noise on the ra channel was reproduced during in-clinic maneuvers. X-ray imaging showed lead impairment. The physician decided to program the device to vvi and schedule the patient's next follow-up in a few months. The patient is not pacemaker-dependent, and there were no adverse patient effects reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of the r wave on the right atrial (ra) channel was detected, resulting in multiple atrial tachy response (atr) episodes in one day. High pacing threshold were also reported, and noise on the ra channel was reproduced during in-clinic maneuvers. X-ray imaging showed lead impairment. The physician decided to program the device to vvi and schedule the patient's next follow-up in a few months. The patient is not pacemaker-dependent, and there were no adverse patient effects reported.